Event description:
Summary update: it was reported to medtronic minimed that the customer experienced hypoglycemia due to over correcting (eating sweet things). The customer also reported a difference between sensor glucose and blood glucose values. The customer reported a blood glucose value of 456 mg/dl. The event involved product(s) mmt-1884,mmt-332a,mmt-242a,mmt-7040a. Troubleshooting was performed for difference in sensor glucose and blood glucose values. Insulin delivery was not suspended. The customer reported a blood glucose value of 456 mg/dl. Customer reported sensor glucose value of 82 mg/dl. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. The customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The customer declined to troubleshoot for elevated high blood glucose and had not undergone any treatment at the time of the call and was an active scenario. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked adverse event box), b1 (unchecked product problem (e.g., defects/malfunctions)), b2 (checked other serious (important medical events), b5 (updated the summary), d10 (added concomitant products), h1 ((changed from malfunction to serious injury), h6 (updated health effect - clinical code and health effect - impact code) and h6 - medical device problem code 1535 has been replaced with 2993 with this supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose difference and the customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. No harm requiring medical intervention was reported. No product return is required for mmt-7040a.